Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed the self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.